Event description:
During post-op recovery, the same day of the primary surgery, revision surgery performed due to a dislocation of the head from the liner. The surgeon revised the liner (with a face change 10° liner) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 june 2023: lot 2302200: (B)(4) items manufactured and released on 29-march-2023. Expiration date: 2028-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved, batch review performed on 26 june 2023. Ball heads: cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 (k080885) lot. 2244748 lot 2244748: (B)(4) items manufactured and released on 02-feb-2022. Expiration date: 2028-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.